Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the customer has recently switched to using a third-party detergent for use with their endoscope reprocessor. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h2, h3, h6, h11. Based on the results of the investigation, there was difference of recognition on device handling between the user and recommendation by olympus. The event is detectable/preventable by handling the device in accordance with the following IFU. IFU figure no.: ra2627. Revision: 18. Title: addition of detergent. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.